Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm- 3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported no low glucose alarm while wearing adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced severe tremors and sweating and was unable to treat themselves. A blood glucose of 69 mg/dl was obtained on an unknown device and the customer was administered hypokit -glucagon, by a non-hcp for treatment. There was no report of death or permanent injury associated with this event.